Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 390 mg/dl something. Customer then passed out. Their family member called the emts. When the emts arrived thay gave customer something intravenously and did not check their glucose until they treated customer. Their glucose was then checked and the level was 210 mg/dl. Customer was taken to the hosp and kept overnight. Controls were run on the system and the customer wasn't sure of the results, though they were high out of range. The device was replaced and requested to be returned for evaluation.